Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a new battery cap and no unexpected blank display was noted during testing. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump had a blank display screen. Customer's blood glucose level at the time 305mg/dl. Advised insulin pump would be replaced. No further information was provided.